Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 612 mg/dl and a correction bolus was delivered to address the bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer was disconnected from the pump and was treated with an intravenous insulin drip. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion as the customer thought the occlusion was in the tubing. Although requested, the customer's hospital discharge date was not provided.